Manufacturer narrative:
After review of reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported, following the laser portion of laser assisted cataract surgery the patient was placed under the microscope for cataract removal and a posterior capsule tear was noted. An anterior vitrectomy was performed and the patient remains aphakic until lens implant at a later date.